Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reporting injecting a with 1ml of juvéderm® voluma¿ with lidocaine in the temples. Approximately six months later, the hcp injected again with 1ml of juvéderm® voluma¿ with lidocaine in the temples. About two weeks after the last injections, the patient experienced "itching, allergy, redness, swelling in the temple region/ eyes.¿ the hcp commented that they had already applied it to the patient in the past and nothing happened. The patient was treated with allegra 120mg. Symptoms are ongoing.